Event description:
It was reported that during patient treatment, the patient circuit filter was disconnected. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to our field service engineer (fse), the filter in the patient circuit was disconnected. No ventilator malfunction was found and no parts were replaced. It's not possible to see how long the patient was disconnected in the received ventilator logs. There is no registered records from the event date, the registrations from event date (B)(6) 2022 are overwritten in the internal log. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the filter disconnection could not be determined.